Manufacturer narrative:
Manufacturer narrative clinical code: 1888 -blood loss - graft portion of thoraflex seemed to be sweating through graft in proximal portion of main body and innominate branch.. Impact code: 4632- prolonged surgery - physician tried different methods over about 45 mins to stop bleeding. Finally used vistaseal to get bleeding to stop prior to closing up patient. Drains were inserted. Device problem code : 1494 - off label use - additional information was received to say the device was soaked for less than 3 minutes prior to implant ( instructions for use were not followed ) component code: 4755 - part/component/sub-assembly term not applicable type of investigation: 4110 - trend analysis: - a four year similar event review was performed for thoraflex hybrid sales jan 22 - dec 25 vs thoraflex hybrid leakage >blood oozing > body ( then the narrative for leakage through the fabric) jan 22 - dec 25 which gave an occurrence rate of 0.020% no trend requiring action has been identified. 4111 - communication interview: additional information was received , the gelatin coating on the graft appeared intact and uniform. The activated clotting time for the patient was within expected range for the procedure being carried out -- act was > 400 s while on bypass but reversed appropriately by the time the graft porosity issue was noted. The graft arch branches were de aired with an 18g needle but hemostasis was fine at the de airing points, the oozing did not continue after the heparin was reversed the graft was soaked in saline prior to implant for less than 3 minutes. Complainant was not aware of specific re-wetting targeting graft but surgeon was constantly rewetting his hands over the chest during suturing. Similar practice as when using other gelweave grafts it is unknown if the gelatin coating could have been damaged during the procedure but nothing unusual occurred. The procedure was extended because of this leakage issue the graft was cross clamped however the surgeon said cross-clamp was more distal on graft and there was no leakage in that area no damage was noted to the packaging during opening. 3331 - analysis of production records: full batch review was performed from base fabric to finished product for batch ID -25038367 which confirmed the device was manufactured to specification with no issues found. 4117 - device not returned: the device remained implanted however small sections of the ends of the graft were returned for analysis 10 - analysis of returned device ( section) - r&d analysis :- visual examination of the returned graft segments found no obvious defects. The portion which had not been soaked in blood felt soft, springy and pliable to the touch and had gelatin visible on the fabric surface. Typically, gelweave fabric that has been soaked and then dried feels hard and stiff to the touch, with strong resistance to deformation. This is due to the glycerol being removed from the gelatin by the soaking process, with the remaining gelatin becoming hard and brittle when dried out. The soft feeling of this segment and the presence of gelatin suggests that the glycerol wasn't entirely removed and the gelatin remained plasticised on the fabric when it dried out. Investigation findings: 213 - no device problem found - device was manufactured to specification with no issues found. Investigation conclusion: 18 - failure to follow instructions - it was noted that the graft was soaked for less than 3 minutes as per 301-216 thoraflex hybrid gelita MDR multilingual rev 0 (4) IFU the entire thoraflex hybrid device must be immersed in a saline solution (approximately 700 ml) for 5 minutes. Failure to rinse for 5 minutes could lead to the graft being more susceptible to leakage when implanted. Based on this root cause of the reported leakage is deemed to be off label use - IFU not followed. Additional information:- we are writing to formally notify you of a delay in the reporting of adverse events relating to thoraflex hybrid devices, and to extend our sincere apologies for this delay. The affected manufacturer report numbers are as follows: manufacturer report # terumo complaint # aer due dat aer report date 9612515-2026-00012 (B)(4) 25-dec-2025 30 apr 26 9612515-2026-00013 (B)(4) 08-jan-2026 30 apr 26 9612515-2026-00014 (B)(4) 15-jan-2026 30 apr 26 9612515-2026-00015 (B)(4) 22-jan-2026 30 apr 26 9612515-2026-00016 (B)(4) 16-jan-2026 30 apr 26 9612515-2026-00017 (B)(4) 25-feb-2026 30 apr 26 we acknowledge that the adverse event reports were not submitted within the required regulatory timeframe. An error was identified during a review of vigilance reported to the us where we have made the assessment based on device catalogue number and/or gel type, rather than product family code. The complaints occurred in japan, canada and EU and were fully assessed and reported to the marketing/competent authorities where the event occurred. Please be assured that we take our vigilance and regulatory obligations very seriously. To deal with the non-conformity, CAPA-2026-0009 was raised and as a corrective action we are now sending the us mdrs. Following identification of this issue, CAPA-2026-0009 was raised on 15-apr-2026. We have conducted a robust investigation into the circumstances that contributed to the delay and are implementing appropriate corrective actions to prevent recurrence and to strengthen compliance with reporting timelines. We apologise unreservedly for any inconvenience caused and appreciate your understanding in this matter. Should you require any further information or clarification, please do not hesitate to contact us.

Event description:
Thoraflex hybrid plexus used for aortic arch replacement with avr (understood to be aortic valve replacement). Zone 2 implant and reattach three head vessels. The patient was cooled to 20 degrees. Device was implanted and aortic valve replacement prior to proximal anastomosis. Patient was rewarmed to 36 degrees nasal and 35 degrees core and removed from bypass. However, graft portion of thoraflex seemed to be sweating through graft in proximal portion of main body and innominate branch. Physician tried different methods over about 45 mins to stop bleeding. Finally used vistaseal to get bleeding to stop prior to closing up patient. Drains were inserted. This report is being submitted as initial final for manufacturing report number 9612515-2026-00013 to provide event closure information for (B)(4)